Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushhead fell apart in mouth; the upper one of the two brushes came. Off the stem [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brushhead fell apart in her mouth. She stated the upper one of the two brushes came off the stem. The brush head had been in use for a couple of weeks. No symptoms developed.

Manufacturer narrative:
31-jul-2015 reporter returned one broken counterfeit oral-b replacement rush head. Product confirmed to be counterfeit.

Event description:
Brushhead fell apart in mouth; the upper one of the two brushes came off the stem [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brushhead fell apart in her mouth. She stated the upper one of the two brushes came off the stem. The brush head had been in use for a couple of weeks. No symptoms developed. (B)(6) 2015 reporter returned one broken counterfeit oral-b replacement brush head. Product confirmed to be counterfeit.